Event description:
Transbronchial biopsy performed using boston scientific pulmonary biopsy forceps. Blue material noted in airway after biopsy. Forceps examined and found that blue coating material had scraped off forceps.